Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64-year-old male patient with advanced stage d heart failure and multiple comorbidities was admitted with worsening symptoms and significantly elevated filling pressures. Despite aggressive medical therapy, he remained hemodynamically unstable, and the impella 5.5 device was implanted as a bridge to transplant. On the second day of support, the device migrated into the aorta and required surgical repositioning. The patient subsequently improved and was successfully bridged to transplantation on the sixteenth day. More than twenty months later, additional adverse event information was reported. The patient experienced a right brachial plexus injury following axillary impella insertion and removal, associated with an axillary hematoma. Symptoms persisted over the following year despite a carpal tunnel release procedure. The hematoma, noted the day after the injury, improved with conservative management and resolved. Additionally, it was noted that the impella had a few suction events during patient movement, which self-resolved. Separate loqi complaint with three ae's around access site, limb ischemia. Chronic issues.